Event description:
Additional information received regarding signs and symptoms: it was noted that affected areas included the pocket site, lead site and lead tract.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID n EU_unknown_lead, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported that a second pseudomonas infection developed at the patient's implantable neurostimulator (ins) site on (B)(6) 2012. The patient was first given cipro, then doxycycline, then levaquin in addition to being given triple antibiotic ointment. Symptoms at the incision site included redness, bruising, pain, itching, and clear, yellowish discharge. The patient had her lead and implantable neurostimulator (ins) explanted on (B)(6) 2012. The event was resolved without sequelae on (B)(6) 2012. It was noted that the devices would not likely be returned for analysis as they were likely disposed of as medical waste at the hospital. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot#: serial#: implanted: 2010 (B)(6), explanted: product type: lead, product ID: 3037, lot#: serial#: (B)(4), implanted: explanted: product type: programmer, patient. (B)(4).